Event description:
It was reported during a routine follow-up, high hv lead impedance was noted on the lead. The lead vectors were programmed to exclude the svc. The patient was in good condition after the event.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.